Manufacturer narrative:
The pcba atp console was returned to the manufacturer for analysis. The pcba atp console was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that initial review of logs indicate exposure error is likely the root cause. Representative replaced atp board and performed calibrations. Mock exams were performed, opening and closing door and positioning was performed. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The imaging system has been used successfully for three cases. The suspect atp board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, after closing the gantry door of the imaging system around a patient, the software unexpectedly became unresponsive and the gantry could not complete motion function when prompted by user. Rebooting the system did not resolve the issue. Site used a c-arm to complete the case. The procedure was completed without the use of medtronic imaging. There was a delay of 10 minutes. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.